Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] (B)(6).

Event description:
It was reported the patient went to the emergency room (ER) due to high blood glucose (bg) levels reaching 700 mg/dl. The pod worn between 4 and 24 hours on the leg. At the hospital, the patient was given an manual injection of insulin. The patient was released the next day.